Event description:
It was reported that the patient had their pacemaker and right ventricular lead explanted and replaced due to an unknown malfunction. No patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.